Event description:
It was reported that the device had a blank display. Physio-control device evaluation found that it powered on/off by itself. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio determined the root cause of the issue to be loosened battery pins. Physio tightened the battery pins and observed proper device operation through functional and performance testing. The device was returned to the customer for use.